Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown morphine (1 mg/ml at 0.0567 mg/day) via an implantable pump for malignant pain. The patient's medications included acetaminophen, eliquis, atorvastatin, buspirone, celebrex, cyclobenzaprine, dicyclomine, esomeprazole,metformin, olanzapine, pioglitazone, rivastigmone, triamtetene. It was reported that upon exposing the pump pocket site for an expected eol pump replacement, the neurosurgeon observed the outer layer of catheter appear to be shearing off the main body of catheter so he requested a replacement 8784 to splice onto existing 8780. When trying to engage the collet connector from the 8784, he was unable to do so and requested another collet connector and was able to successfully deploy this one from the 8785 accessory kit. The patient did not experience any signs nor symptoms from the event. The patient was reported alive with no injury at the time of this report.  The patient's medical history included anemia due to iron deficiency, constipation, depression, hyperparathyroidism, fibromyalgia, hematoma, insomnia, and knee pain, low back pain, herpes zoster, hyper lipidemia, obstructive sleep apnea, lichen planus, peptic disease, rotator cuff syndrome. The issue was reported to be resolved at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 product type catheter. Product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: n577809004, ubd: 04-sep-2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 14-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the catheter was returned and analysis found damage to the transition tubing and the collet was detached/missing from the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.